Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused difficulty breathing. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP that patient can't breath and has been in hosital due to this issue. Pressure keeps going high and low randomly. Patient also has the complaint about difficulty in breathing/short of breath. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Manufacturer observed dust/dirt contamination, on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Scratches/gauges were observed on the top and bottom enclosures, control dial. Manufacturer also observed the rear panel and bottom enclosure were cracked and the bottom enclosure had a piece broken off. Unknown contaminate was observed inside the ui panel. Missing 3 feet off the bottom enclosure. Liquid ingress was observed on the blower, blower box, p4 power connector. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found zero error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath.